Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated and repaired. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wireless foot switch of the powered laser surgical instrument was not working. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed. Therefore a definitive root cause for the reported event could be determined. Olympus will continue to monitor field performance for this device.